Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information there was a missing item label on some of the packages.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number. It was packaged by our hungarian site which was informed about this complaint. A photo is available in the complaint. We can see a box without label stuck on it. Our hungarian site concludes: "investigation of the production environment: this is a manual packaging without automized camera or sensor control, means that only have human responsible to control the whole production process. No camera or sensor have installed to check the presence of the label ont he retail boxes. Rootcause: human inattention, the operators have not followed properly the packaging instruction and the bom. He/she forget to put the prescribed label on the packaging. Root cause for detection point of view: it was human inattention; he/she did not detect the failure so the affected package has been sent out to the market without label. Action(s): all involved employees have been informed from this issue, they will focus to check and keep the boms and the packaging instruction all the time at production order starting to avoid reoccurrence failure in the future." According to the informations known quality database was checked and revealed no anomaly in connection to the issue describe a similar case study was performed on reference (B)(4), on the same issue "label missing", from october 2021 to october 2025: 1 similar case was found

Event description:
According to the available information there was a missing item label on some of the packages.